Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device had an e2 error code and did not function. Therefore, the reported condition was confirmed. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be misalignment of the connector to the console which damaged the connector pins; this was further defined as user error, misuse, and/or abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing the motor device displayed an ¿e-c¿ error. During in-house engineering evaluation, it was observed that the device had an e2 error code and that the device did not function. There were no delays to the planned surgical procedure as a spare identical device was available for use. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.